Event description:
It was reported that the patient presented in clinic for follow up. The pulse generator could not be interrogated. Upon another attempt to interrogate the device, the pulse generator exhibited backup vvi operation. A device software download was performed and normal device function resumed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.